Manufacturer narrative:
No sample returned for evaluation. No remarks related to this complaint in the batch record review files. All syringes were visually inspected prior to release. There were no loose luer lot adaptors (lla) found in this batch. Retention samples were tested. There were no abnormal findings. No add'l similar reports on this lot. Add'l info requested by mail on 3/15/2007 and by phone on 3/29/2007.

Event description:
A nurse reported when trying to attach the tip onto the syringe, the luer lok adaptor (lla) came off. This occurred two times for this lot number and one time for a different lot number. There was no pt impact associated with these events. During phone f/u, the user confirmed she was not following the directions for use (dfu) when attaching the tip onto the syringe. MDR # 3002037047-2007-00011 (lot # 06j02b), MDR # 3002037047-2007-00011 (lot # 06g03b).